Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as a abscess. For treatment, the patient was given amoxicillin at 875 mg to take 2 times per day. The pod was worn between 24 and 36 hours on infusion site. The patient was discharged after a couple hours. The pod was discarded.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.